Manufacturer narrative:
Device evaluation: the service technician during service reviewed the diagnostic report and identified the presence of multiple error codes, suggesting that a there was communication failure in connection between the da-mc (data acquisition to motor controller) cable and da board and mc board. A failure of the communication link can result in a vent inop condition. Resolution and disposition: the international service technician replaced the data acquisition pcba (printed circuit board) to motor controller pcba cable to address the finding.

Event description:
The international customer sent the v60 unit to the international service center for routine periodic maintenance. There was no patient involvement.